Event description:
Pt was nearly intubated after reading from permanent finger probe showed pulse oximetry in the 70's (71-73 range). Pulse probe on forehead read 90. Change to another brand probe reading in the 90's. 2 other probes of initial brand hp-phillips agilent tried and also read in the 70's. Staff tried probes on themselves and readings were in the 90's.

Event description:
Add'l info rec'd from MFR 12/13/01: on 31, august 2001 a clinician contacted philips concerning the m1190a. It had been noted that the spo2 reading had unexpectedly declined on a pt being monitoring with one of these sensors. Two other m1190a sensors were subsequently used, as well as another spo2 monitoring module with little or no change in results. The clinicians applied the sensors to their own fingers and obtained acceptable readings, but when applied on multiple fingers on the pt, the readings were lower than expected. When these reusable sensors were replaced with a disposable spo2 sensor from a different MFR, the readings were higher and closer to the expected level. The sensors were returned to the factory for analysis. After disinfection, the sensors were tested and, after careful inspection, found to be damaged on the inside over the optical parts. MFR's testing confirmed that small amounts of liquid, e.g., cleaning agents or disinfectants, could leak into the sensors when damaged and cause electrical leakage currents from the sensor led control to the detector. If the leakage currents are in a critical range (large enough to influence the measurements, but small enough not to trigger the transducer malfunction inop), they could cause incorrect spo2 readings. These readings can revert to normal when the liquid evaporates. Philips has asked the hospital to provide info on their cleaning and disinfection process for these sensors, including the agents used, and is awaiting a repsonse. Although philips has not yet heard back from the hospital, the complaint of low readings appears most consistent with no following the directions for cleaning and disinfection provided by the MFR. The sensors referenced the in the user report were returned to the factory for analysis, where they remain. Replacement sensors have been applied to the customer.